Event description:
When they started the dialysis, they noticed that blood came from the cdk around the bifurcation. The air alarm went off so they got air in the system. They changed the hemoglide to a hemostar the same day.

Manufacturer narrative:
The complaint was confirmed, but the exact cause is unk. A hole had developed in the d/l tubing just distal to the bifurcation, which allowed both the arterial and venous lumens to leak. The surface of the material around the split was granular. The hemoglide catheter exhibited signs of use. The printing on the bifurcation and the extension legs was worn. Tape residue was visible on the d/l tubing. A semi-circumferential crease was also found in the d/l tubing. The break is possibly related to a combination of mechanical stresses and chemical degradation; however, the exact mechanism of damage is unk. No defects related to the manufacturing process were found on the complaint sample. A chr of lot #rerl0006 showed no other product complaint(s) from this lot number.